Event description:
The ventricular lead was explanted in order for the patient to undergo radiation therapy and was returned to the manufacturer. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found intermittency between the is-1 connector pin and the pin cap; full lead returned and analyzed.